Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced increase in recharge session (premature discharge of battery). Reportedly, the patient charges two times a day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event excessive ipg recharge burden was not confirmed. As received, the returned ipg could communicate with a test standard patient programmer and passed the auto test. Functional testing revealed the returned ipg charged normally and passed a discharge test providing sufficient battery capacity when compared to the calculated battery capacity.